Event description:
It was reported that allegedly a patient developed rectal bleeding during and immediately following use of the device. It was reported that the patient had been experiencing rectal bleeding due to ischemic colitis previous to use of the device. Upon removal of the device, an endoscopy showed an ulceration in the rectum in the zone of the cuff of the device. The bleeding was controlled endoscopically. It was also reported that upon removal it was discovered that the cuff of the device had been overinflated contrary to the recommended volumes stated in the instructions for use. This overflation may have caused or contibuted to the event.